Event description:
During index procedure the patient had one endeavor sprint stent implanted to the rca. Approximately 17.5 months post index procedure the patient suffered a stroke. The patient recovered. Investigator indicated that the reported event was not related to the study device.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (stroke).